Event description:
Related manufacturing reference number: 2017865-2023-43040. It was reported that the patient pulse generator and right atrial (ra) lead exhibited high pacing impedance measurements and oversensing of myopotentials resulting in inappropriate automatic mode switch episodes. Programming changes were made. The patient was in stable condition.